Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The primary tubing set was being used to deliver an unspecified volume of normal saline. At an unspecified time, the option-lok male adapter of the plumset was connected to the distal clave y-site of the primary tubing set for delivery of an unspecified chemotherapeutic agent. It was reported that "when turned on normal saline fluid leaked on to blue incontinent pad." The nurse reported the option-lok male adapter of the plumset broke off into the clave y-site. It was reported that an unspecified volume of the chemotherapeutic agent leaked. Bleedback was also noted in the tubing, from the pt access to the clave y-site. The solution that leaked was cleaned up according to the user facility's protocol. The tubing sets were replaced and the therapy was resumed. There were no reported adverse effects to pt effects or the nurses. No reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B)(4).